Manufacturer narrative:
The scissor was returned dirty and corroded at the site of the break indicating it had not be maintained adequately per the instructions for use.

Event description:
The facility reported that the packer/chang iol scissors broken when the surgeon attempted to cut a lens. The broken piece of the scissor fell to the back of the eye and the patient was referred to a retinal surgeon to have the piece removed.